Event description:
It was reported that customer charging cord was torn and no longer usable. There was no reported impact to the customer¿s blood glucose level. Customer independently purchased new charger, and no further action was required from technical support.